Event description:
Patient was originally implanted in 2004. She had repair surgery in 2005, because the patch "broke." The patient believes the original patch was explanted during surgery prior to that year and a new patch implanted. The patient states she is experiencing ongoing pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned (sample identified as discarded). No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.